Event description:
Information was received from a foreign distributor (for, dis) and health care provider (hcp) regarding a patient receiving intrathecal gabalon 0.005% via an implantable pump. It was reported that the patient experienced hypo-spinal pressure syndrome and an infection of the wound site. It was reported that it was not severe and the patient recovered. It was further reported that there was a causal relationship with the suspected drug.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d11: product ID unknown catheter, lot# unknown, serial# unknown, implanted: (B)(6) 2024, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: unknown catheter, serial/lot #: unknown, ubd: unknown, UDI#: unknown. H6 correction: the conclusion code d12 was not previously indicated in error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. A new intrathecal baclofen pump was placed on (B)(6) 2024 due to spasticity of cerebral hemorrhage. Blood species was removed on (B)(6) 2024 due to the development of an impromptu bilateral subdural blood species typical of hypo-medullary pressure due to an increase in ctg. The onset of the low spinal pressure syndrome and infection of wound site was (B)(6) 2024. On (B)(6) 2024, 0.2 ml of saline was administered to the intrathecal space. The symptoms of low spinal pressure improved as of (B)(6) 2024. The outcome of the event was recovered as of (B)(6) 2024. The physician believed that the cause of the low spinal pressure was spinal fluid leakage due to the procedure during the new itb therapy implantation surgery; lumbar puncture needle thickness and the surgery time might be related.